Manufacturer narrative:
Laxity and limited range of motion in the knee was reported. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
Laxity and limited range of motion in the knee was reported. Revision surgery occurred to exchange the poly inserts.